Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The source of the leak was not identified. Replacement of the tube was required due to the reported leak. The tube was replaced without incident.